Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that in (B)(6) 2010, the pulse generator showed that it had 3 months remaining. When the device was checked in (B)(6) 2010, it was almost to end of life. The pulse generator was explanted and replaced due to elective replacement indicator. The physician felt that the device depleted too rapidly at the end of its life.